Event description:
It was reported the facility has had 2 occurrences with the last batch of 20g 10 cm powerglide. No other information provided at this time. (B)(6) 2019: it was reported that "first step: the brachial vein was accessed without any complications. Step two: advanced the guide wire easily without any issues. Step three: advanced the catheter and it was a smooth insertion. When pulling the needle/guide wire out, at approximately 2/3, I felt some resistance. At the same time, patient complained of pain. Procedure stopped, and then told the patient I was going to make another attempt to remove the needle/guide wire. Attempted to gently remove the needle/guide wire and patient complained almost immediately. Stopped the procedure, held pressure on the point of insertion, and called for help. When help arrived, I explained what had happened and they assessed the patient and gently removed the needle/guide wire and patient did not complain of any pain. After removing the needle/guide wire help quickly identified that catheter was broken inside patient's arm. We scanned the patient's arm with the sonosite and was able to identify the catheter into pt's right brachial vein and tissue. We immediately placed a tourniquet and notified the house supervisor to facilitate the removal of the catheter."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken and embolized powerglide catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 10cm powerglide pro rt midline catheter assembly. Usage residues were observed throughout the sample. The catheter was removed from the housing assembly and the safety mechanism was engaged over the needle tip. The guidewire extended from the needle tip and was intact. The catheter was attached to an extension set, which was connected to a syringe. The catheter was intact. Microscopic inspection of the sample confirmed that the wire and catheter were intact. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The returned sample was intact and did not demonstrate evidence of leakage or breakage. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recz2848 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the facility has had 2 occurrences with the last batch of 20g 10 cm powerglide. No other information provided at this time. On (B)(6) 2019: it was reported that "first step: the brachial vein was accessed without any complications. Step two: advanced the guide wire easily without any issues. Step three: advanced the catheter and it was a smooth insertion. When pulling the needle/guide wire out, at approximately 2/3, I felt some resistance. At the same time, patient complained of pain. Procedure stopped, and then told the patient I was going to make another attempt to remove the needle/guide wire. Attempted to gently remove the needle/guide wire and patient complained almost immediately. Stopped the procedure, held pressure on the point of insertion, and called for help. When help arrived, I explained what had happened and they assessed the patient and gently removed the needle/guide wire and patient did not complain of any pain. After removing the needle/guide wire help quickly identified that catheter was broken inside patient's arm. We scanned the patient's arm with the sonosite and was able to identify the catheter into pt's right brachial vein and tissue. We immediately placed a tourniquet and notified the house supervisor to facilitate the removal of the catheter".